Event description:
It was reported that during a posterior procedure from t9-l1 to address a t11 compression fracture, the torque handle did not function as expected during final tightening of the left t10 lock screw, resulting in the tip of the lock screwdriver fracturing off inside the lock screw. The fractured tip was not recovered and remains in-situ. It was noted the torque handle had been successfully used at t9. There was no reported adverse patient or procedure impact. The procedure was successfully completed with another screwdriver and torque handle. No additional information is available.

Manufacturer narrative:
The lock screw driver and torque handle were received for evaluation. Testing of the torque handle found no issues and the device was found to be limiting torque within specification. The driver was visually inspected and found the tip to be fully fractured off in a manner consistent with over-torqueing. A definitive root cause was unable to be determined. Operative notes and/or medical records were not provided for review of usage/technique, so it is unknown if the user torqued by hand after the torque handle reportedly did not function as expected; it was noted the torque handle was successfully used at t9 prior to the driver fracture occurring while tightening at t10. A review of the device history record was performed and no discrepancies were found. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient". "All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw". "Residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient". "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient". "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Surgical grade instrument lubrication should be applied to all moving components during the wash and sterilization cycle to ensure proper functionality. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient". "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted". If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.